Event description:
Due to patient situation surgery was done at the bedside in ICU, during the procedure per md's order fio2 increased to 100% but after I put the patient on 100% o2, ventilator started alarming with low oxygen, when o2 decreased to 90% ventilator stopped alarming, before changing o2 to 90% I checked all the line and circuit there was not any error for the connection. Luckily patient didn't have oxygenation issue and was ok on 90% for whole procedure, but per md's order after the procedure I changed the ventilator and new ventilator doesn't have same problem.

Event description:
Due to patient situation surgery was done at the bedside in ICU, during the procedure per md's order fio2 increased to 100% but after I put the patient on 100% o2, ventilator started alarming with low oxygen, when o2 decreased to 90% ventilator stopped alarming, before changing o2 to 90% I checked all the line and circuit there was not any error for the connection. Luckily patient didn't have oxygenation issue and was ok on 90% for whole procedure, but per md's order after the procedure I changed the ventilator and new ventilator doesn't have same problem.

Event description:
Due to patient situation surgery was done at the bedside in ICU, during the procedure per md's order fio2 increased to 100% but after I put the patient on 100% o2, ventilator started alarming with low oxygen, when o2 decreased to 90% ventilator stopped alarming, before changing o2 to 90% I checked all the line and circuit there was not any error for the connection. Luckily patient didn't have oxygenation issue and was ok on 90% for whole procedure, but per md's order after the procedure I changed the ventilator and new ventilator doesn't have same problem.